Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing the fuses resolved the issue and the system is functioning as designed. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while outside of procedure, the mobile view station (mvs) of the imaging system had no line power. There was no patient present at the time of the issue.